Event description:
Boston scientific received information that upon interrogation, it was discovered that this right ventricular lead dlslodged such that the distal coil had pulled all the way back to the pulse generator.

Manufacturer narrative:
Upon receipt, this right ventricular lead was thoroughly analyzed. Analysis could not confirm the allegation that this lead dislodged. The proximal shocking coil was separated from medical adhesive bonding at the distal end. This damage was suspected to have happened during the explant procedure.